Manufacturer narrative:
Concomitant medical products: 6935m72 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant there were longevity concerns on the cardiac resynchronization therapy defibrillator (crt-d) which was noted to be caused by high left ventricular (lv) lead output and low lv lead impedance. The lv lead was reprogrammed which increased the device longevity. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.